Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that navigation recognition was poor from the beginning of the procedure, though it was unclear whether it was the reference or the pointer. During cage insertion, the navigation indicated that it was centered in the vertebral body on the lateral view, but imaging confirmed that it was inserted approximately 1cm anteriorly in the vertebral body. There was no dislodgement at the disk level. The operation in front was completed successfully using imaging. It was noted that accuracy was not an issue regarding the rear pps. Additional information was received. It was reported that imaging acquisition system (ias) imaging was performed again before screw placement and the screw was placed with no deviation occurrence. Subsequently, accuracy verification was conducted at the site and it was confirmed there was no issue with the accuracy of the navigation.

Manufacturer narrative:
H2 additional information: updated d10. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740 software, serial lot/sw version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.